Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2003; product ID: 694765 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The device was explanted and replaced. It was also reported that the epicardial left ventricular (lv) lead exhibited high pacing thresholds. The lead was capped. A second epicardial lead that was previously capped at implant was also tested but exhibited high thresholds. The second lead was re-capped and a transvenous lv lead was implanted. Thresholds on the lead were noted to climb throughout the procedure and were high by the post-operative check the following day. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.